Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the patient experienced ventricular tachycardia (vt) that required cardioversion. The patient had a run of unstable vt during the procedure. The medical intervention provided was that the patient was cardioverted. The last known patient status was that they were fine and admitted for workup. It is possible one of the catheters bumped the wall and just induced the vt or it could have been spontaneous. The only bwi catheter in the body was a qdot catheter. The procedure was continued and completed. The patient fully recovered. No extended hospitalization, the patient was kept overnight for work-up but this was discussed prior to complication.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the patient experienced ventricular tachycardia (vt) that required cardioversion. The patient had a run of unstable vt during the procedure. The medical intervention provided was that the patient was cardioverted. The last known patient status was that they were fine and admitted for workup. It is possible one of the catheters bumped the wall and just induced the vt or it could have been spontaneous. The only bwi catheter in the body was a qdot catheter. The procedure was continued and completed. The patient fully recovered. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).